Event description:
S/p tka on (B)(6) and re-admitted on (B)(6) 2025 with c/o leg swelling and bruising and blisters. Wound care order (B)(6). No wound care available until (B)(6) 2025. Dressing removed (mepllex post op ag removed then xeroform removed and styker zip seal left in place) it was noted that the redness and blisters were originating from the stryker zip seal dressing at the proximal media!, proximal lateral and distal medial edges of the stryker zip seal. The mepllex post op ag dressing was removed without disrupting the larger blister at distal medial side. Patient with + edema, + redness, + scarring and pitting scars from previous wounds, + dry scabs from multiple other current wounds, + ecchymosis to posterior r knee. Images taken. Potential of the stryker zip was placed too tight or if top dressings were donned with knee flexed. For now, the mepilex border foam post op ag will not be used however I do not believe this was the cause as this dressing has been used many times before and never caused issues with all kinds of wounds. It has safe tac technology and is very gentle on skin and the silver has 360 stretch to allow the joints to bend.